Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 174mg/dl. The caller stated that the insulin pump alarmed during the manual prime process, and the device also was stuck on a prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.